Manufacturer narrative:
This report is submitted on january 08, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to a performance decrement. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 11, 2024.